Event description:
It was reported that during implant attempt, the helix came out fine two times when placed in the right ventricular apex, but when the lead was moved to the right ventricular septum, the helix would not come out any longer. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead wsa returned, analyzed, and the helix/lobe was found to be distorted/bent. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation, the guide tooth was damaged, and the lead appeared to have been damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.